Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/26/2017 with the following findings: the cartridge compartment was cracked. The battery compartment cracked from the case seal traveling to the grip pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment and cartridge compartment were cracked. This report is made based on results of investigation completed on 09/26/2017.